Event description:
The device safety bar was found to be stuck in the run position, but did not cause unintended activation, during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.